Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed an error message e433 flashed on the screen and will not clear. The issue occurred during a therapeutic transurethral resection of the prostate procedure while the patient was under sedation with device outside the patient. The intended procedure was completed with a similar olympus device and was prolonged for less than 30 minutes. There were no adverse health consequences and no patient impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found that the reported issue was occurring due to a generator board error. Based on the results of the investigation, the device has an e433 error due to generator board failure. The most probable cause of the complaint is traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.